Event description:
It was reported that the patient¿s pump was moved from the ¿front to the back¿ on (B)(6) 2014. It was noted that the pump was hurting the patient¿s stomach. It was reported that the event or symptoms occurred following an implant. It was noted that the patient had their pump revised on (B)(6) 2014 and wanted to know how the surgery went. It was reported that the patient¿s pump was being used to infuse morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).